Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 46 mg/dl and in the 50's-60's mg/dl. Reportedly, the bg level was addressed by the hospital staff assuring the customer ate the food. The customer stated that the hospitalization was not due to pump/supplies, but due to "hepatic encephalopathy". The customer's healthcare provider was adjusting the pump settings. At the time of report, the customer's bg level was 195 mg/dl.